Event description:
It was reported that the temperature was not displayed with extension cord of the temperature sensing catheter. Per additional information via email from ibc on 07-mar-2022, it was confirmed that the device was used on the patient. Per additional information via email from ibc on 14-mar-2022, it was confirmed that poor temperature indication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a risk review and labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the temperature was not displayed with extension cord of the temperature sensing catheter. Per additional information via email from ibc on 07-mar-2022, it was confirmed that the device was used on the patient. Per additional information via email from ibc on 14-mar-2022, it was confirmed that poor temperature indication.